Event description:
It was reported that this inflatable penile prosthesis (ipp) was autoinflating, causing discomfort and pain to the patient. The pump was removed and replaced and there were no additional patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.